Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high shock lead impedances out of range on the right ventricular (rv) lead. The rv lead exhibited a gradual increase in the shock impedance but within jumps to normal measurements. The technical services (ts) indicated that it is still within normal limits and appears stable. There was no evidence of lead noise, and the shock polarity is initial with all shock's max energy. Ts recommended to continue to monitor. This ICD lead remains in service. No adverse patient effects were reported.